Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that she had to wear an external bone stimulator for 4 hours a day. When she turned the bone stimulator on, she got a shock in the rectum then she turned it off. She tried again and the same thing happened. The healthcare professional told her she could use the bone stimulator with the implant. The patient was indicated for gastrointestinal/pelvic floor. No further information was provided about this event. Follow up is being conducted to obtain the circumstances that led to the event and the steps taken to resolve the issue. If additional information is received, a follow up report will be sent.